Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed failed battery test. There was a message on the display of the device for setting up the date and the time. The customer stated that the bolus failed and stopped. The customer's blood glucose was 134 mg/dl. In the alarm history there were alarms present for battery out limit, bad battery and bolus stopped. The customer stated that they had changed the battery twice. Troubleshooting was performed and new battery was inserted in to the insulin pump which resolved the issue. Assistance was provided to certain settings. Nothing further was reported.